Event description:
Customer reported the system shut down while in pulse mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the candlestick connectors. System operates as intended.